Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during preventive maintenance, the defibrillator pads are not working. No patient involvement.